Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.2, reference: 1.7, mean: 1.95, confidence limits: 1.3 - 2.7, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 284364 on (B)(6) 2012. Results as follows: donor 1: inratio: 2.8, 2.9, 3.0, reference: 2.64, bias threshold: 1.64 - 3.64, %cv: 3.45; donor 2: inratio: 3.7, 3.9, 3.8, reference: 4.08, bias threshold: 3.08 - 5.08, %cv: 2.63. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Results from retain strip testing on in-house meters met both accuracy and precision criteria. Due to this low occurrence rate, below the action threshold of 0.07%, corrective action is not required at this time.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 2.2, lab inr: 1.7. The time between testing was 1 hour. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.